Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Mfg site name-starmedtec (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a lighttrail single use laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. The fiber tip was flushed out using a bhp device and was retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.